Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an ap40 centrifugal pump, it was reported that after starting the procedure, the maximum flow that the customer could get from the device was 5.5l. The patient's flow was 6.7l. The customer had to come off the procedure and cut a roller pump in. The line pressure of the cannula (22fr 3d) was satisfactory. The hematocrit and blood pressure were normal. The customer used a spectrum heart and lung machine with the ap40 centrifugal pump. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer changed out the centrifugal pump head for a roller pump. The patient was off bypass for 15 minutes and this happened immediately going on bypass. The customer could not get a target flow. The patient was still being ventilated, therefore, there was no impact to the patient other than a delay to going on bypass fully with the replacement roller pump set up. There was no issue with the cannula mentioned because once the pump was changed the case continued without event. The cannula was a premium cannula for flow and pressure. The cannula would have helped with any afterload pressure in the system. The pump was used on a spectrum quantum hlm with a 560a external drive motor. The circuit was a livanova inspire 8f oxygenator. There were no clamped lines and the arterial line clamp was open. The arterial line pressure and venous drainage were sufficient. The venous reservoir levels were sufficient. There were no obstructions on the arterial line. The clamps were all open. The customer also closed the livanova oxygenator purge and recirculation lines to ensure there was no issue with the oxygenator and shunting. On ce the pump was changed to roller pump the oxygenator performed as expected. The customer could not get to the target flow of 6.7lpm. The customer only measured post membrane pressures on their oxygenator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.